Event description:
It was reported that post-implant of a laparoscopic adjustable band procedure, the tubing became disconnected from the port. This was detected during a routine fill with no restriction via fluoroscopy. The locking connector was attached to the port in the locked position. The strain relief was found on the tubing floating in the abdomen. It is unknown how many adjustments and the amount. The patient is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The injection port with locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned in locked position, hooks were deployed. It was noted that the port body housing was damaged. Biological tissues were observed inside of the actuator ring and hooks. Upon microscopic evaluation, it was noted that the septum was punctured 8 times. No cracks or punctures were observed on the tubing strain relief. A blockage test was performed on the injection port with a successful result, no blockage was found. A leak test was performed on the injection port with a successful result, no leak was found. A functional test was performed on the injection port with an unsuccessful result, tissues impede the mechanism. Biological debris was removed by (B)(4) and new functional test was performed with a successful result. Hooks were deployed and retracted. Device dimensions around the connection tubing met specification. The product's instruction for use (IFU) provides specific instructions regarding the connection method and adequate grasp method for the port positioning and connections. It was therefore tentatively concluded that failure may have resulted in improper connection of the tubing to the port. Our investigations concluded that the device was manufactured to specifications and met all release criteria. No relevant discrepancies were noted during manufacture of the in batch. It is also noted that all devices are inspected prior to release.

Manufacturer narrative:
(B)(4). The device was not received for analysis. We did not receive a lot number so therefore we were unable to review the manufacturing records.